Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing an arterial catheterization device with the guide wire unraveled. The guide wire appears to be unraveled from the distal tip. The hub of the needle assembled as part of the arterial catheterization device contained obvious signs of use in the form of biological material. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit states the following: "warning: to reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel." "Caution: if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture." The report that the guide wire unraveled was confirmed through examination of the customer supplied photo. The image showed an arterial catheterization device with the guide wire unraveled. The guide wire appears to be unraveled from the distal tip; however, the actual complaint sample was not returned for evaluation. The device history records for the guide wire were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Clinician noticed integral guide wire was distorted upon removing needle/wire from the catheter after placement. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Clinician noticed integral guide wire was distorted upon removing needle/wire from the catheter after placement. No patient harm reported. The patient's condition is reported as fine.